Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable high result on a capillary blood sample for one patient using a coaguchek xs meter, serial number (B)(4). At 10:30 am, the initial result was 8.0 inr. The customer tested the patient again "a few minutes later" on a different finger with a result of 2.5 inr. The customer and patient believed the result of 2.5 inr was correct. No changes were made to the patient's medication based upon the results. No adverse event occurred. The patient is currently "normal" and did not need treatment. The patient¿s therapeutic range is 2.0-3.0 inr and he tests monthly. The patient is not anemic, has no hematocrit issues nor antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors. The meter and strips were requested for return, and replacement was sent. Relevant retention test strips (lot 168936-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met specifications.

Manufacturer narrative:
The customer's meter and 9 test strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met specifications. None of the patient's given treatments/medications are currently known to interfere with the accuracy of the test results. The customer's meter memory was reviewed. The results of 8.0 inr and 2.5 inr were not found on the date alleged by the customer. There was no information to point to a cause for the discrepant results.